Event description:
Following deployment of the stent, the balloon could not be withdrawn through the guide catheter. During withdrawal, the balloon started to shear off the catheter. All parts of the system were withdrawn safely and the procedure was successful. No adverse pt effects were reported.